Manufacturer narrative:
The field service engineer found the pinch tubing compressed. They replaced it, made checks, and verified the flow of wash stations and probes. The customer ran calibration and qc which were acceptable. The last calibration was performed on 28-jun-2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with the cobas e 411 immunoassay analyzer. The initial result was 76.75 uiu/ml. This result was reported outside of the laboratory. The repeated result was 1518 uiu/ml. This result was deemed correct. On (B)(6) 2021, a new sample was tested with a result of 3000 uiu/ml. The reagent lot number was 5163905 with an expiration date of 30-apr-2022.